Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-sep-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 16-sep-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a loss of power due to a double disconnection of both power sources by the patient. It was also reported that review of log file data revealed history of various motor start events with parameters outside of the typical range. The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional product: d4: serial or lot#:(B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for evaluation. A review of device history records was not performed as the reported event and analysis are not related to manufacturing or servicing issue. Log file analysis revealed motor start events recorded on 15/apr/2025 at 22:48:55, 17/apr/2025 at 14:10:17, at 14:18:44, at 14:25:55, at 14:26:49, at 16:06:40, at 16:09:01, at 16:51:15, on 18/apr/2025 at 19:38:03, at 19:40:59, at 23:32:15, at 23:36:10, at 23:36:30, on 23/apr/2025 at 00:56:41, at 01:16:49, at 01:18:58, at 09:39:47, on 01/may/2025 at 00:52:52, on 02/may/2025 at 02:41:13, on 09/may/2025 at 22:24:03, on 17/may/2025 at 09:08:24, at 09:11:33, at 09:16:19, at 09:52:41, at 10:02:14, on 24/may/2025 at 01:43:08, at 01:46:02, at 01:49:18, on 31/may/2025 at 20:52:52, at 21:04:13, on 01/jun/2025 at 04:32:45, on 02/jun/2025 at 15:25:19, on 09/jun/2025 at 20:45:46, on 13/jun/2025 at 19:32:49, on 14/jun/2025 at 00:10:21, on 19/jul/2025 at 21:45:36 and at 21:46:27, on 23/jul/2025 at 16:44:03, at 16:50:27, at 16:52:44, at 16:54:04, at 16:59:28, and at 17:06:50, on 26/jul/2025 at 19:41:33, at 21:01:42, at 21:02:21, at 21:04:46, and at 21:05:16, on 27/jul/2025 at 05:21:28, on 28/jul/2025 at 17:02:07, at 17:08:16, at 19:18:22, at 22:20:40, at 22:23:24, at 22:24:56, at 22:26:17, and at 22:36:26, on 31/jul/2025 at 01:00:57, at 01:05:25, at 01:20:19, at 01:38:59, at 03:34:38, and at 04:31:13, on 03/aug/2025 at 21:09:21, at 21:13:12, at 21:20:14, and at 21:22:21, on 06/aug/2025 at 22:00:18 and at 22:22:29, on 08/aug/2025 at 21:52:43 and at 21:53:38, and on 09/aug/2025 at 00:09:05, at 00:09:52, at 04:03:36, and at 23:15:02, in which the motor start parameters were atypical. Additionally, log files revealed two (2) low flow alarms were logged on (B)(6) 2025 at 10:22:49 and on (B)(6) 2025 at 18:55:31. The low flow alarms are additional findings unrelated to the reported event. Log file analysis associated with (B)(6) also revealed one hundred and twenty-three (123) controller power up events with associated motor start events recorded between 17/apr/2025 and 09/aug/2025, indicating losses of power to the controller. No anomalies were observed leading up to the losses of power. The controller was without power for an average of fifty-seven (57) seconds per loss of power. As a result, the reported events were confirmed. The most likely root cause of the controller loss of power events can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start para meters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that subsequent log file review revealed additional motor start events with parameters outside of the typical range and the controller exhibited additional losses of power (lop) with associated vad starts. It was also reported that the lop events occurred due to double disconnecting of power sources, which was attributed to patient confusion, particularly during the evening and early morning hours at an assisted living facility.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and one (1) controller ((B)(6)) were not returned for evaluation. A review of device history records was not performed as the reported event and analysis are not related to manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2025 at 22:48:55, (B)(6) 2025 at 14:10:17, at 14:18:44, at 14:25:55, at 14:26:49, at 16:06:40, at 16:09:01, at 16:51:15, on (B)(6) 2025 at 19:38:03, at 19:40:59, at 23:32:15, at 23:36:10, at 23:36:30, on (B)(6) 2025 at 00:56:41, at 01:16:49, at 01:18:58, at 09:39:47, on (B)(6) 2025 at 00:52:52, on (B)(6) 2025 at 02:41:13, on (B)(6) 2025 at 22:24:03, on (B)(6) 2025 at 09:08:24, at 09:11:33, at 09:16:19, at 09:52:41, at 10:02:14, on (B)(6) 2025 at 01:43:08, at 01:46:02, at 01:49:18, on (B)(6) 2025 at 20:52:52, at 21:04:13, on (B)(6) 2025 at 04:32:45, on (B)(6) 2025 at 15:25:19, on (B)(6) 2025 at 20:45:46, on (B)(6) 2025 at 19:32:49, and on (B)(6) 2025 at 00:10:21, in which the motor start parameters were atypical. Additionally, two (2) low flow alarms were logged on (B)(6) 2025 at 10:22:49 and on (B)(6) 2025 at 18:55:31. The low flow alarms are additional findings unrelated to the reported event. Log file analysis associated with (B)(6) also revealed 61 controller power up events with associated motor start events recorded between (B)(6) 2025 and (B)(6) 2025, indicating losses of power to the controller. No anomalies were observed leading up to the losses of power. The controller was without power for an average of 27 seconds per loss of power. As a result, the reported events were confirmed. The most likely root cause of the controller loss of power events can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the available information, the device may have caused or contributed to the observed low flow finding. Based on the risk documentation, possible causes of the observed low flow finding may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.